Manufacturer narrative:
The issue was evaluated and replicated in the fmsu lab; the cause was traced to a software configuration. This issue is very rare and requires many tries with large studies to reproduce; it is considered to be a very rare occurrence in a clinical environment. Fujifilm initiated a recall on 3/2/2021 to alert customers of several patient mismatch issues existing in all synapse pacs 5 versions up to 5.7.210. Fujifilm submitted c&r report (1000513161-03/11/2021-001-c) to FDA, which has been classified as class ii and assigned recall number z-1348-2021. If any additional relevant information becomes available, a supplemental report will be submitted. Ref: internal complaint number (B)(4).

Event description:
On march 15, 2021 fujifilm medical systems USA, inc. (Fmsu) was made aware of an incident with synapse pacs. When a user opens a study with an url-call from their his (sap), images are shown from patient a but the information pane shows studies from patient b. On (B)(6) 2021 a risk assessment was performed to investigate the risk to patient safety. There was no patient impact, serious injury or death associated with this event. The issue is considered highly detectable by a healthcare professional; however this report is being submitted in abundance of caution.